Event description:
It was reported that a patient underwent an open intraperitoneal onlay mesh procedure. On (B)(6) 2011, four months after the initial procedure, the patient underwent a revision. The patient had a laparoscopic procedure for a different indication. During the incision into the abdominal wall, the mesh was found separated in the middle and in a peritoneal bag, without folds, but not incorporated. The mesh was explanted without difficulty. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the incisional hernia repair procedure was performed in (B)(6) 2011 for three hernia orifices. The procedure on (B)(6) 2011, was for an ascending colon carcinoma. During the procedure, the mesh was not broken, but it was cut and separated by the surgeon during the re-operation. The mesh was soft and not grown in. A new like device was used to complete the procedure.